Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka has been performed on (B)(6) 2021, the patient experienced a increased knee pain. This adverse event was solved by a revision surgery in which the surgeon decided to resurface the patella and exchange the lgn ps high flex xlpe sz 5-6 13 mm. Current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, 10 months post-implantation, the patient had a revision surgery with patella resurfacing. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate complaint. However, it was noted in the attached e-mail correspondence that the surgeon stated there was no adverse event that caused the revision as the patella was not resurfaced in the primary procedure. It was the surgeon¿s choice to resurface and exchange the patella insert due to the patient's increasing pain over a 4 month period. The patient impact beyond the reported pain and subsequent revision cannot be determined. However, it was reported that the patient is currently healthy. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.